Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service repair received the suspect device for evaluation and repair. The issue was isolated to the front panel assembly. The front panel assembly was replaced and the device was serviced per the customer's request. The device passed all subsequent testing is being returned to the customer operating to service specifications.

Event description:
The customer reported while using the vela ventilator; upon start up, the screen was blank with a dark design starting at right top going to the center about midway. The customer reported no touchscreen controls. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to ingress moisture beneath membrane. This issue will be internally investigated within carefusion.